Event description:
It was reported that during a sigmoidectomy procedure, the device did not staple at the center. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 09/19/2007. Information anticipated, but unavailable at this time.